Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, after implantation, the anchor fractured. The anchor was removed and a backup used to complete the surgery.

Manufacturer narrative:
The procedure was an elbow joint surgery. The complaint said ¿after implantation, anchor fractured¿. It also stated that they removed the anchor. The anchor was not returned, however, there was a tiny shard of metallic teeth adhered to the suture. Site prep details were relayed. They list the bone density as hard, but say that there was no need for a tunnel. IFU states: ¿hard bone conditions require preparing the insertion site to reduce the potential of torsional overload. Predrilling with the appropriate drill is the preferred method of insertion site preparation. Predrilling extracts the core diameter of the anchor for the insertion device tip. Proper alignment is essential for successful repair. Only use the appropriate drill bits and drill guides intended for use with the mini tac suture anchor or the implant may not be properly aligned.¿ functional check confirms that the handle rotates 90 degrees. No root cause related to the manufacture of this device can be determined. No further investigation is warranted at this time.